Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. It was stated that the insulin does not exit tubing. The patient stated that the blood glucose was high and was treated with pump correction. No further information available.